Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: deformation, black particles and creases. A weight test of the device was verified and the device was within specification. Cloudy gel and voids were noted after the autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported left side ¿pockets of fluid¿, ¿inflammation¿, ¿hurts¿, ¿is red¿, ¿having red areas under my underarms where it is getting red and itchy¿, ¿swelling¿, ¿tenderness¿, ¿hot around my breasts¿, ¿swelling in chest cavity and under the armpits¿, and ¿due to voluntary recall. The device has been explanted